Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 02: (B)(6) hospital east. (B)(6) . Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operation performed: laparoscopic repair of incisional hernia with dual mesh gore-tex graft. Anesthesia: general endotracheal. Assistant: shawn peletier, md. Estimated blood loss: minimal. Indications for procedure: mr. Johnson is a pleasant gentleman with a medical history significant for diverticulitis requiring colectomy which was complicated by incisional hernia in the area of his umbilicus. He presented to clinic for elective repair of his incisional hernia. The risks and benefits of the procedure including the laparoscopic approach were explained to the patient and preoperative consent was obtained. Technique: ¿the patient was taken to the operating room and placed in supine position, general endotracheal anesthesia was induced. Preoperative antibiotics were administered, and lower extremity sequential compressed drapes were placed and the patient was then prepped and draped in the usual sterile fashion utilizing chlorhexidine and alcohol scrub. A subxiphoid incision was made after injection with local anesthetic and hasson technique was utilized for insertion of a 10 millimeter trocar. The abdomen was insufflated with 15 millimeters of mercury utilizing co2 [carbon dioxide] without difficulty. The initial inspection with the laparoscope revealed significant intra-abdominal adhesions that were adherent to the anterior abdominal wall. This included omentum and small bowel. We were able to visualize a clear segment in the left upper quadrant below the costal margin and 5 mm scope was initially inserted in this region. Utilizing this the two laparoscopes were able to clear off the right lateral abdominal wall utilizing sharp dissection. Additional 5 mm trocar was inserted on the left lateral abdominal wall and dissection was continued utilizing the counter-traction on the bowel and sharp dissection with endoshears. Minimal electrocautery was utilized and was only utilized where there was no encroachment upon the bowel. Eventually all of the adhesions were taken down to within the abdomen. Inspection of the anterior abdominal wall reveled a 7 x 7 cm fascial defect near the umbilicus with no additional defects noted along the incision. A piece of gore-tex dual mesh was brought into the field and cut to the appropriate size to ensure that there were 3 to 4 cm of overlapped bowel on the underside of the hernia and some marked on the anterior bowel wall. #0 prolene sutures were placed in four corners of the mesh and mesh was then rolled and placed within the abdomen. Under insufflation of 8 mmhg, the corners of the mesh were brought up through small stab wounds and secured to the anterior abdominal wall. A protractor was then utilized to secure the mesh circumferentially at approximately 1 cm intervals and a few additional tacks were placed in the middle of the mesh to ensure adequate opposition to the anterior abdominal wall. Upon completion of placement of the mesh we were technically very pleased with the results and the abdomen once again inspected. There were no signs of enterotomies or injury or inadequate hemostasis. Laparoscopes were removed and the subxiphoid trocar site was closed with interrupted #0 vicryl suture and the skin edges were then reapproximated in all four incisions with 4-0 vicryl suture. The patient tolerated the procedure well, was extubated in the or and transferred to the pacu in stable and satisfactory condition.¿ (B)(6) 02: (B)(6) east. Implant record. Item number: id442350. Description: mesh dual plus 15 cm x 19 cm. Manufacturer: w.l. Gore & associates inc. Wl gore. Catalog number: 1dlmcp04. Lot #: 01477899. Implanted 1. Body site: abdomen. Device type: implant. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/01477899) was implanted during the procedure. (B)(6) 02: (B)(6) east. (B)(6) . Discharge summary. Admitted (B)(6) 02. Admission diagnosis: incisional hernia. Discharge diagnosis: incisional hernia. Secondary diagnosis: perioperative ileus. History of present illness: this is a 52-year-old african-american man with a history of diverticulosis, status post sigmoid colectomy, who now has relatively large ventral hernia, complicated by pain which is painful to him, however, reducible. The pain started approximately three weeks prior to presentation with heavy lifting at work. He had nausea and vomiting one time. He does not report any other gi complications. Past medical history: sigmoid colectomy secondary to diverticulosis, complicated by incisional infection and required an inpatient stay of 2-3 weeks. Gastroesophageal reflux disease. Hypertension. Lower gi bleed secondary to diverticulosis in 1995. Social history: not a smoker, drinks socially, does manual labor. Exam: reducible incisional hernia just superior to umbilicus on right side. Diffuse tenderness to the right and upper aspects of this hernia along the fascial edge. There is approximately a 4 cm fascial edge along the right side. Left side is difficult to discern as it is a probably midline b incorporated likely in the scar tissue. Demonstrates no peritoneal signs. Hospital course: admitted after successful surgery, doing quite well. Nearly prepared for discharge on postoperative day one but developed a fever of 38.2, and was having some worsening pain and abdominal distention. He had no bowel sounds and was kept overnight. His pain worsened requiring significant opiate medication and eventually toradol as we backed off his opiate medication in order to restart his bowel function. Serial x-rays were obtained over the next three days which demonstrated initially a worsening ileus with large and small bowel dilation, scant air fluid levels. Electrolytes were repleted to keep his magnesium above 2 and his potassium above 4, and over time his bowel function did return and his distention improved. He was started on a clear liquid diet on postoperative day #4. He tolerated this well and on the evening of postoperative day #4 was tried with a regular diet. He tolerated this and was ready for discharge. Condition: good. Discharged home with family. Will be seen in dr. Scott¿s clinic in two weeks for routine follow-up. He was given instructions to call with any fevers, chills, shortness of breath, chest pain, purulent discharge from his wound sites or worsening abdominal distention, nausea and vomiting. (B)(6) 14: [missing records: records for ¿abdominal adhesion surgery¿ were not provided.] (B)(6) 16: uva university hospital east. Debra perina, md. Emergency department. Seen for abdominal pain. CT abdomen and pelvis showed: high-grade proximal small bowel obstruction from a ventral abdominal wall incisional hernia. Significant inflammatory changes about the hernia sac is concerning for strangulation. This hernia sac is the lower of the two ventral abdominal wall hernias. No evidence of pneumatosis or pneumoperitoneum. X-ray abdominal series: impression: multiple dilated loops of small bowel with air-fluid levels and decompressed large bowel is concerning for small-bowel obstruction. Course: mr. Johnson presented with an umbilical hernia, which was irreducible. This is the second presentation with these symptoms. His initial lactic acid was elevated to 3.7. Differential diagnoses considered included incarcerated hernia, sbo [small bowel obstruction], mesenteric ischemia, aortic dissection, ileus, and abdominal wall pain. An abdominal series demonstrated an sbo [small bowel obstruction]. Likely incarcerated hernia with ischemia. Surgery was consulted and recommended a CT abdomen/pelvis which demonstrated he had a persistent lactic acidosis which required 2 liters of lr [lactated ringers] with rising of lactate continuing. Pending surgical recommendation. Concern for potentially development of sepsis in the interim with bowel ischemia. (B)(6) 16: uva university hospital east. Davis rierson, md. Radiology-CT abdomen/pelvis with contrast. Indication: sudden onset abdominal pain. Findings: bowel: the stomach is significantly distended with fluid and there is dilatation of the duodenum and proximal small bowel. There are 2 ventral supraumbilical abdominal wall incisional hernia sacs visualized, the lower of the two with significant inflammatory changes and containing a loop of small bowel and fluid. These hernia sacs are directly above the hernia mesh repair along the anterior abdominal wall. Proximal to this hernia there is significant dilatation of small bowel measuring up to 5.4 cm in luminal caliber. There is an abrupt transition point as the small bowel enters this hernia sac. There are distal decompressed loops of small bowel. Additional ventral abdominal wall hernia directly above the aforementioned hernia sacs contains a segment of large bowel without surrounding inflammatory changes. No evidence of pneumoperitoneum or pneumatosis. Colonic diverticulosis is noted without evidence of diverticulitis. Impression: high-grade proximal small bowel obstruction from a ventral abdominal wall incisional hernia. Significant inflammatory changes about the hernia sac is concerning for strangulation. This hernia sac is the lower of the two ventral abdominal wall hernias. No evidence of pneumatosis of pneumoperitoneum. (B)(6) 16: (B)(6) . (B)(6) . Radiology-xr abdomen series with chest x-ray. Findings: abdomen: multiple dilated loops of small bowel measuring up to 6.5 cm with air-fluid levels present. Small amount of stool is noted within the ascending and descending colon. Relative paucity of air within the large bowel. Surgical mesh overlying the lower mid abdomen. There is no evidence of pneumoperitoneum, portal venous gas, or pneumobilia. Coils within the right abdomen. Impression: multiple dilated loops of small bowel with air-fluid levels and decompressed large bowel is concerning for small-bowel obstruction. (B)(6) 16: (B)(6) . (B)(6) . General surgery consult. Sudden onset of periumbilical pain at 1430 today while talking to a friend. He states that this pain radiates superiorly on both flanks and into his back, as well as up through his sternum and is similar to the pain he experienced with a past abdominal hernia, which was reduced. He endorses associated nausea and abdominal distention, but denies emesis. Most recent bowel movement was 12:30 today. He is currently not passing flatus. Assessment and recommendations: incarcerated ventral hernia causing high grade small bowel obstruction. Appropriate to proceed with urgent surgical exploration with possible bowel resection. We have discussed with him the risk and potential benefit of the procedure, anesthesia, and receipt of blood products and he has consented to have surgery. Operating room for urgent exploratory laparotomy, possible bowel resection, and ventral hernia repair. Ng tube to suction. (B)(6) 16: (B)(6) . (B)(6) . Operative report. Pre-operative diagnosis: incarcerated ventral hernia. Post-operative diagnosis: same. Patient active problem list: diagnosis: hypertension, hypertriglyceridemia, hypercholesterolemia, diabetes mellitus, hyperlipidemia, paranoid ideation, diverticulosis, schizophrenia, erectile dysfunction, at risk for obstructive sleep apnea. Procedure: lysis of adhesions, ventral hernia repair. Anesthesia: general. Indications: frizell lee johnson sr. Is a 66 y.o. Person who presented with an incarcerated hernia and concern for strangulation. We brought him emergently to the or. Procedure details: ¿mr. Johnson was taken to the operating room. After the appropriate administration of general anesthesia the patient was placed in the supine position and then prepped and draped in a sterile fashion. We started with a midline laparotomy and dissected down to the fascia which was entered without difficulty. There were omental adhesions that were taken down. There were two fascia defects, one containing a piece of colon and the other small bowel. We could see that the small bowel had been incarcerated. There was a ring of demarcation where it had been incarcerated but the bowel was healthy and viable. We did lyse adhesions so that we could fully see the transition point and assure that we had taken care of the problem. We then turned our attention toward the hernias. I cleared the fascia circumferentially and it came together nicely. I elected not to place mesh given the incarceration. We closed it with a running pds suture. I left a drain on top of the fascia to drain the seroma after I had removed the hernia sac. We then closed the skin with a running vicryl and stapled the skin. This completed the procedure. There were no complications in the procedure. At the end of the procedure all sponge and instrument counts were correct. Please note I was present and scrubbed for the key portions of the procedure including the incision, dissection, lysis of adhesions [sic] and hernia repair.¿ (B)(6) 16: (B)(6) . (B)(6) . Discharge summary. Admitted 11/10/16. Admission diagnosis: incarcerated ventral hernia. Discharge diagnosis: same. Course: the operation was without complication and tolerated well. Postoperative day 1, was advanced to transitional diet, was well tolerated. Had a transient episode of increased work of breathing, chest x-ray and abg [arterial blood gas] showed hypo inspiratory effort, and the patient was placed on oxygen. Was able to be weaned off of oxygen overnight and by the morning of postop day 2 was saturating appropriately on room air. On postoperative day 2, the pain was well controlled, was tolerating regular diet, no longer experiencing any difficulty with work of breathing. Worked with physical therapy and occupational therapy throughout the hospital stay. On postoperative day 2, was deemed appropriate for discharge to home. (B)(6) 16: (B)(6) . (B)(6) . Emergency department. Baseline state of health until this morning when had 2 bloody bowel movements. First was noted to be bright red blood mixed in stool and the second time passed just bright red blood. Impression/plan: brbpr [bright red blood per rectum] x 2. No abdominal pain, nausea/vomiting, fever/chills. Abdomen; soft, nontender, midline incision with staples. Likely diverticular bleed vs malignancy vs hemorrhoid. With tachycardia concern for anemia/hypovolemia although hypertensive. Will obtain labs and admit. (B)(6) 16: (B)(6) . (B)(6) . Discharge summary. Principal diagnosis for hospital admission (after further review): hematochezia secondary to diverticulosis. (B)(6) 17: (B)(6) . (B)(6) . History and physical. Recurrent incisional hernias who presents today for component separation. Exam: bmi 29.93. Abdomen soft, nontender, nondistended, reducible ventral hernias. Assessment/plan: to operating room today for component separation. Consent for procedure obtained. (B)(6) 17: (B)(6) . (B)(6) . Operative report. Preoperative diagnoses: large epigastric ventral incisional hernia, recurrent. Postoperative diagnoses: large epigastric ventral hernia, recurrent, with a fascial defect of 5 cm x 8 cm. Procedures: lysis of adhesions, taking 45 minutes. Retrorectus component separation. Open ventral hernia repair with component separation and a 10 cm x 18 cm proceed surgical mesh. Implant: a proceed surgical mesh 15 cm x 20 cm mesh fashioned to 10 cm x 18 cm. Anesthesia: general endotracheal. Findings: large supraumbilical midline ventral hernia with a fascia defect of 5 cm wide x 8 cm long. A thick scar band separated the hernia into 2 hernias with separate hernia sac. Transverse colon and small bowel herniated into the superior hernia, multiple loops of small insides the inferior hernia. The superior edge of the old mesh was 3 cm inferior to the lower hernia fascial defect. IV fluids: 1300 ml. Ebl [estimated blood loss]: 80 ml. Specimens: hernia sac. Drains: a 19f [french] jp [jackson pratt] to the left subcutaneous plane and curved down to the right side. Complications: none. Disposition: pacu. Indications for procedure: mr. Johnson is a 67 year old male with history of dm [diabetes mellitus], htn [hypertension], hdl [hyperlipidemia] and history of multiple abdominal surgeries which include a partial colectomy in 2001, ventral hernia repair with mesh in 2002, lysis of adhesions in 2014, and ventral hernia repair without mesh in 12/2016. He noticed the hernia recurred one month after the emergent hernia repair in 12/2016. A large fascial defect was palpated in the epigastric area left lateral to the old scar, the defect was 5 x 8 cm. A CT scan confirmed 2 epigastric ventral hernia separated by a thick scar band. He desired to have the hernias repaired. Risks and benefits of open ventral hernia repair with component separation were discussed. The patient elected to proceed with surgery. Verbal and written consent were obtained. Description of the procedure: ¿the patient was taken to the operating theater and was placed in supine position. General endotracheal anesthesia was induced and found to be adequate. Antibiotic was administered intravenously, he received ancef. His abdomen was sterilely prepped and draped in normal fashion. A final time-out was performed using the world health organization checklist. A midline elliptical vertical skin incision in the epigastric area was made with scalpel. The cutaneous scar tissue, 1.5 cm maximally wide, was excised. The underlying scar tissue was incised using bovie and the peritoneal cavity was entered. Some filmy adhesions in the lower hernia sac were taken down. Some dense adhesions in the superior hernia sac with omentum were divided and the hernia was completely reduced. The 1-cm wide transverse scar band between the two hernias was excised. At this point, the 2 hernias combined to one. Extensive adhesions at the hernia fascial defect edges with omentum and loops of bowels were meticulously taken down with blunt and bovie dissection. Dissections were proceeded in all directions to take down all the adhesions to >10 cm laterally from the fascial defect edge. Following that, the superior and inferior hernia sacs were divided from the subcutaneous tissues using blunt and bovie dissection and excise intact respectively. At this point, the edges of the fascial defect were freed and the defect measured 5 cm wide x 8 cm long. A retrorectus approach to component separation for closure of this defect was deemed necessary. The anterior rectus sheath was separated bilaterally from the overlying subcutaneous tissue and dissected to the its [sic] lateral border. At this point, the fascia was incised at its medial margin of the rectus muscles. The posterior rectus sheath was separated with blunt and bovie dissection from medial border of the rectus muscle to the lateral border. This procedure was performed on both the right and left rectus muscles. The posterior sheath was dissected towards the midline to 5 cm superior to the upper corner of the defect. The inferior corner of the fascial defect was formed by the old mesh underneath the rectus sheath. The posterior sheath was divided at this level and extended to the preperitoneal space between the peritoneum and the old mesh to a depth of 5 cm. Hemostasis was achieved using bovie. The posterior rectus sheath was then closed without tension using a running #1 pds with interrupted reinforcement with #1 prolene. An inter-lay mesh was then brought onto the field, namely proceed surgical mesh, and it was appropriately trimmed to 10 cm x 18 cm, and laid onto the posterior fascia as well as on the lower 1/5 parietal peritoneum. The mesh was posterior to the rectus muscles and the old mesh in the lower portion. Its edge was sutured with 8 simple stitch of #0 prolene to the underlying rectus fascia. Care was obtained to these stitch superficially, and not to involved [sic] any of the underlying bowel. Attention was then turned to closure of the anterior fascia, which was closed with a running #1 looped pds with interrupted reinforcement using #1 prolene. The subcutaneous tissue was then irrigated with warm normal saline. Hemostasis was obtained with bovie cautery. One 19f round jp was placed to the left subcutaneous plane and curved down to the right side and fixed onto the skin using 2-0 nylon respectively. The deep subcutaneous tissue was closed at the midline using interrupted 3-0 vicryl including the midline fascia. The skin was closed using staples. The procedure was then concluded. The patient was extubated, and taken to the pacu in stable condition. All sponge, instrument and needle counts were correct x2 at the conclusion procedure.¿ 10/16/17: uva university hospital east. Implant record. Proceed mesh. There is no mention of gore device removal in the records. 10/16/17: uva university hospital east. Kristen atkins, md. Pathology report. Case: s17-57883. Ordering provider: zequan yang, md. Specimen information: ID: 1. Type: tissue. Source: hernia sac. Comment: pre-op diagnosis: recurrent ventral hernia [k43.2]. Final diagnosis and attending signature: result: a. Soft tissue, superior ventral ¿hernia sac,¿ excision. Hernia sac. Clinical information: result: pre-op diagnosis: recurrent ventral hernia. Gross description: result: the case is received in 1 part, each part labeled with the patient¿s name (frizell lee johnson, sr.) And medical record number. Part a is received fresh then placed in 10% neutral-buffered formalin and designated as ¿superior hernia sac.¿ the specimen consists of 3 irregular-shaped fragments of red-yellow fatty soft tissue and membranous tissue, aggregating to 17.3 x 8.5 x 2 cm. Sectioning reveals fibro-fatty cut surfaces with no discrete lesions grossly identified. Representative sections are submitted in cassette a1. Ab. Embedded images: participating providers: result: anna dusenbery, md. Attending attestation: result: electronically signed out by kristen atkins, md on 10/19/17. By my electronic signature affixed above, I affirm that I have reviewed this report and all pathologic material + information pertaining to this case with the resident/ fellow physicians listed, and that I am personally responsible for all stated diagnoses in this report. 10/21/17: uva university hospital east. Anthony trenga, md. Discharge summary. Admit date 10/16/17. Admission diagnoses: large epigastric ventral incisional hernia, recurrent. Discharge diagnoses: large epigastric ventral incisional hernia, recurrent, with a fascial defect of 5 cm x 8 cm. Procedures performed during hospitalization: lysis of adhesions, taking 45 minutes. Retrorectus component separation. Open ventral hernia repair with component separation and a 10 cm 18 cm proceed surgical mesh. Course: the operation was without complication and tolerated well by the patient. Please see the operative note dictated by dr. Zequan yang, md for complete details of the case. Postoperatively, the patient was brought to the pacu in stable condition. The patient was then transferred to the acute care floor for further management. Post-operative day one; developed chest pain and hypoxia. Patient removed nasogastric tube due to discomfort. Abdominal x-ray consistent with ileus. Postoperative day 2 nasogastric tube place for continued abdominal distention and nausea. Transferred to surgical intermediate care unit for pulmonary management. Postoperative day 3, respiratory status continued to improve, ileus began to resolve and had a bowel movement. Postoperative day 4; tolerating clear liquid diet, nasogastric tube removed. Postoperative day 5; ambulating, tolerating diet, appropriate for home, follow up in general surgery clinic with dr. Zequan yang, md. Wound care instructions included in discharge. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1994, 2240, 2422 and 3191: appropriate term not available for "abdominal distension" and "fascial defect") were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 1995 through (B)(6) 2020 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: obesity: (B)(6) 2002: 194.3 lbs., bmi 25.6, (B)(6) 2004: 212.5 lbs., bmi 28, (B)(6) 2014: 226 lbs., bmi 29.9, (B)(6) 2017: 228 lbs., bmi 30.1, (B)(6) 2018: 234 lbs., bmi 30.9, chronic obstructive pulmonary disease [copd], gastroesophageal reflux disease [gerd], hypertension [htn], hypercholesterolemia, alcohol, (B)(6) 2001: ¿six pack of beer a day, one or two pints of liquor a week.¿, (B)(6) 2004: ¿history of alcohol abuse.¿ , (B)(6) 2004: ¿drinks alcohol 'on the weekends.¿¿, (B)(6) 2005: ¿beer: two forty¿s a day times ten years.¿ , (B)(6) 2016: ¿drinks 4-5 beers a week.¿ diabetes mellitus type 2, (B)(6) 2004: ¿recent diagnosis of diabetes mellitus; trying to control with dietary intervention.¿ (B)(6) 2016: ¿previously, hgba1c 8.0% [<5.7%]; had recommended starting glipizide, he did not fill.¿, (B)(6) 2017: ¿last hgba1c 6.9¿, (B)(6) 2001: small hiatal hernia, (B)(6) 2004: incisional hernia, (B)(6) 2005: ventral hernia, (B)(6) 2014: small bowel obstruction, (B)(6) 2015: umbilical hernia, (B)(6) 2016: two ventral hernias, (B)(6) 2016: incarcerated ventral hernia causing high grade small bowel obstruction, (B)(6) 2017: two wide-neck supraumbilical ventral hernias, (B)(6) 2017: recurrent incisional hernia. Surgical procedures: unknown date: colectomy, (B)(6) 2001: partial colectomy. Left hemicolectomy with primary anastomosis. (B)(6) 2002: laparoscopic repair of incisional hernia with dual mesh gore-tex graft. Implant: gore® dualmesh® plus biomaterial. 2014: abdominal adhesion surgery (B)(6) 2014: exploratory laparotomy for small bowel obstruction (B)(6) 2016: lysis of adhesions, ventral hernia repair (B)(6) 2017: recurrent ventral hernia repair with component separation and a 10 cm x 18 cm proceed surgical mesh. Implant: proceed surgical mesh. Relevant medical information: (B)(6) 2001: esophagogastroduodenoscopy. ¿impression: small hiatal hernia.¿ (B)(6) 2001: inpatient hospitalization. (B)(6) 2001: left hemicolectomy with primary anastomosis. ¿a low midline incision was made from just above the umbilicus to the pubis. The midline fascia was opened and the abdominal cavity entered directly. Once inside the abdominal cavity, buckwalter retractor was placed. The sigmoid colon was easily identified and multiple diverticula and blood could be seen through the left colon wall. The lateral peritoneal reflection of the colon was carefully opened and the colon mobilized medially. This was continued up and the splenic flexure was mobilized. This brough t down the left descending colon for less tension on our anastomosis. This bleeding was in the proximal sigmoid, therefore, part of the descending colon was also taken for a formal left hemicolectomy. The extent of diverticular disease did extend into the transvers colon but was minimal in this region. The vast majority of the diverticular disease was resected with the specimen. The mesentery of the left colon was taken near the bowel wall. The mesentery was taken with clamps and silk ties. The distal bowel was divided using the gia where the tinea began to spread onto the rectum. There was a malfunction of the gia and leakage of stool with the division of the distal colon. This was easily controlled and another gia load was used to cut below. This required us to take an extra centimeter of colon. The specimen was opened on the back table and other than diverticular disease, no other obvious pathology was identified. The area was irrigated copiously. The two ends of colon easily laid adjacent to one another without tension. Two tinea were placed in opposition in the enterotomies made along the tinea. The gia was placed within the bowel lumen and the gia used to make a side-to-side anastomosis between the proximal left colon and rectum. The enterotomies were then closed using the ta stapler. These were oversewn using a vicryl suture.¿ ¿the fascia was closed using a 1 pds suture.¿ (B)(6) 2001: discharge summary. ¿uncomplicated sigmoid colectomy. Discharged to follow up in clinic for wound evaluation on (B)(6) 2002.¿ (B)(6) 2002: ¿recovered quite well in hospital; since home developed wound infection with three small areas draining. Treated symptomatically with dressings. Has three small incisions about 1 cm in size, the deepest being the inferior portion. Probed; only extended about 1.5 cm on inferior one and other two areas less than 0.5 cm in depth. No other erythema or indurated areas.¿ (B)(6) 2002: ¿confirmed approximately 3 x 3 cm incisional hernia near his umbilicus from previous midline incision. Fascial edges of defect easily palpated and appears to be fully reducible hernia. Has a few areas of questionable integrity of lower abdominal incision within areas that has been more painful to palpation near inferior aspect of incision.¿ implant preoperative complaints: (B)(6) 2002: indications: ¿medical history significant for diverticulitis requiring colectomy which was complicated by incisional hernia in the area of his umbilicus. He presented to clinic for elective repair of his incisional hernia.¿ implant procedure: laparoscopic repair of incisional hernia with dual mesh gore-tex graft. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/01477899, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6) 2002 [hospitalization (B)(6) 2002] wound classification: unknown. Description of hernia being treated: ¿a subxiphoid incision was made after injection with local anesthetic and hasson technique was utilized for insertion of a 10 millimeter trocar. The abdomen was insufflated with 15 millimeters of mercury utilizing co2 [carbon dioxide] without difficulty. The initial inspection with the laparoscope revealed significant intra-abdominal adhesions that were adherent to the anterior abdominal wall. This included omentum and small bowel. We were able to visualize a clear segment in the left upper quadrant below the costal margin and 5 mm scope was initially inserted in this region. Utilizing this the two laparoscopes were able to clear off the right lateral abdominal wall utilizing sharp dissection. Additional 5 mm trocar was inserted on the left lateral abdominal wall and dissection was continued utilizing the counter-traction on the bowel and sharp dissection with endoshears. Minimal electrocautery was utilized and was only utilized where there was no encroachment upon the bowel. Eventually all of the adhesions were taken down to within the abdomen. Inspection of the anterior abdominal wall reveled [sic] a 7 x 7 cm fascial defect near the umbilicus with no additional defects noted along the incision.¿ implant size and fixation: ¿a piece of gore-tex dual mesh was brought into the field and cut to the appropriate size to ensure that there were 3 to 4 cm of overlapped bowel on the underside of the hernia and some marked on the anterior bowel wall. #0 prolene sutures were placed in four corners of the mesh and mesh was then rolled and placed within the abdomen. Under insufflation of 8 mmhg, the corners of the mesh were brought up through small stab wounds and secured to the anterior abdominal wall. A protractor was then utilized to secure the mesh circumferentially at approximately 1 cm intervals and a few additional tacks were placed in the middle of the mesh to ensure adequate opposition to the anterior abdominal wall. Upon completion of placement of the mesh we were technically very pleased with the results and the abdomen once again inspected. There were no signs of enterotomies or injury or inadequate hemostasis. Laparoscopes were removed and the subxiphoid trocar site was closed with interrupted #0 vicryl suture and the skin edges were then reapproximated in all four incisions with 4-0 vicryl suture.¿ (B)(6) 2002: x-ray abdominal series. Impression: ¿dilated colon and small bowel with multiple air-fluid levels, consistent with ileus. Distal obstruction at sigmoid colon and rectum cannot be ruled out.¿ (B)(6) 2002: discharge summary. ¿condition: good. Discharged home. Will be seen in clinic in two weeks for routine follow-up.¿ relevant medical information: (B)(6) 2003: ¿returns complaining of sharp pain at lateral right aspect of the mesh which has lasted approximately three days. Of note, pain not present today. On exam, points to multiple areas when asked to identify area that is most painful. Does complain of tenderness to deep palpation; however, these areas are inconsistent. The edges of the mesh are palpated and there is no sign of recurrent hernia at the edges of mesh, nor sign of recurrent hernia in the central portion of the mesh where original defect was located.¿ ¿there is no one area that we can locate that is most painful for him, as this changes throughout the conversation and exam. It is reassuring he is not having nausea, vomiting or trouble with bowel movements.¿ ¿patient states this could be related to pulling a muscle from some recent heavy lifting and wished to wait for further testing.¿ (B)(6) 2004: esophagogastroduodenoscopy. (B)(6) 2004: ¿history of sigmoidectomy complicated by incisional hernia repaired (B)(6) 2002. Since, has had vague complaints of abdominal pains around site of mesh and in epigastrium.¿ (B)(6) 2004: ¿lower gastrointestinal bleed; new site of bleeding; successfully embolized. Whether we should proceed with resection is an open question. Has a large piece of mesh over incisional hernia; would obviously complicate surgery somewhat but would certainly not be a contraindication.¿ (B)(6) 2004: ¿pain getting out of bed at incision site. Abdomen: soft, tenderness at incision site; left lower quadrant hernia. Impression/plan: incisional hernia.¿ (B)(6) 2004: ¿diffuse abdominal pain, right lower quadrant tenderness. Impression/plan: abdominal pain secondary to adhesions.¿ (B)(6) 2004: ¿still having abdominal pain. Worse when exerting, lifting heavy objects; sharp, intermittent, daily. Quit his manual labor job secondary to abdominal pain. Obese. Abdomen: soft, midline hernia, midline tenderness over scar. Refer to surgery for hernia repair.¿ (B)(6) 2005: ¿abdomen: soft, ventral hernia, left lower quadrant hernia; tender to palpation in epigastrium and lower quadrant from hernia.¿ (B)(6) 2006: CT abdomen/pelvis. ¿findings: postsurgical changes of umbilical hernia repair with mesh anterior abdominal wall. Mesh approximates the umbilicus; no evidence of recurrent hernia.¿ (B)(6) 2006: emergency department [ed]. ¿two days of left upper quadrant abdominal pain; burning with sharp sensation with radiation to left chest and left upper back. Worse with breathing. Abdomen: tender to palpation diffusely but greater at right lower quadrant, hemoccult positive.¿ (B)(6) 2006: CT abdomen/pelvis. ¿impression: postoperative changes following ventral hernia repair, stable.¿ (B)(6) 2007: ed. ¿two-week history of intermittent midline burning abdominal pain, starting around umbilicus and radiating to epigastrium. Abdomen: soft, nondistended, diffusely tender to palpation with increased tenderness in suprapubic area and epigastrium. Well-healed midline incisional scar.¿ (B)(6) 2014: ¿reports sharp, constant pain to mid-abdomen. Surgery 20 years ago where he got mesh placed to fix a hernia. Has not had issues in 20 years, today having severe pain.¿ (B)(6) 2014: inpatient hospitalization. (B)(6) 2014: ¿abdominal pain, midline with associated swelling.¿ ¿abdomen: distended and tympanic. Tender on midline and right upper quadrant, along left lateral chest and back. Impression/plan: abdominal pain, distention, nausea, vomiting.¿ (B)(6) 2014: x-ray abdomen series. ¿findings: paucity of distal bowel gas. Dilated loops of small bowel measuring up to 4 cm in diameter with air-fluid levels seen on upright view. Hernia repair coils noted. Impression: concerning for small bowel obstruction.¿ (B)(6) 2014: CT abdomen/pelvis. ¿impression: small bowel obstruction, likely partially related to matting involving ventral hernia mesh; distal transition point not clearly identified. Focal caliber transition of jejunum proximal to bowel abutting the hernia mesh may represent adhesions disease resulting in partial obstruction-potential closed-loop physiology given the proximal and distal caliber changes.¿ (B)(6) 2014: CT abdomen/pelvis. ¿impression: persistent small bowel obstruction, likely result of adhesions at anterior midline hernia mesh. Findings suggest persistent, improving small bowel obstruction. No evidence of bowel compromise.¿ (B)(6) 2014: discharge summary. ¿admitted for serial abdominal exams and bowel rest after CT revealed focal caliber transition of the jejunum proximal to bowel abutting his hernia [mesh]. He became increasing adamant that nasogastric tube be removed; counseled on seriousness of condition. Explained obstruction would not resolve on its own and he needs an operation; refuses medical care despite risk to his health. Left against medical advice.¿ (B)(6) 2014: exploratory laparotomy for small bowel obstruction. [No medical records provided] (B)(6) 2014: ¿abdomen: surgical sites well-healed, no erythema or tenderness. ¿impression/plan: recent small bowel obstruction likely due to adhesions from previous abdominal surgeries.¿ (B)(6) 2015: ¿today reports since last visit (B)(6) 2014, he has noted ¿a round tissue¿ protruding from umbilicus region, especially during coughing or straining. Able to push tissue back without any difficulty.¿ ¿no hernia appreciated today.¿ (B)(6) 2015: ¿umbilical hernia secondary to surgical intervention. Reducible, no signs of strangulation. Although has not noticed hernia in several months, was visible when patient straining while re-positioning on exam table. Reduced on own without pain. Impression /plan: umbilical hernia; 3-4 cm reducible hernia, no symptoms of strangulation.¿ (B)(6) 2016: ¿initial visit for ventral hernia. Symptoms started couple months ago; notices bulge to right of midline when bending over, reaching up and coughing, associated with pain. Usually able to reduce hernia, but there is a gurgling sound when he does.¿ ¿abdomen: soft, distention, tenderness in periumbilical area and left upper quadrant and guarding. Two ventral hernias, 5 cm x 5 cm (right of midline laparotomy scar) and 6 cm x 4 cm (epigastric), reducible with gurgling.¿ ¿impression/plan: based on history, exam and imaging notable for hernia times two including a bowel-containing hernia, believe elective hernia repair indicated. Given previous multiple abdominal surgeries including ventral hernia repair with mesh, CT abdomen/pelvis necessary to evaluate anatomy of new hernias and their relationship to prior mesh. Recommend to lose at least five pounds before operation.¿ (B)(6) 2016: ¿abdomen: approximately 3-4 cm abdominal wall defect, but no evidence of hernia on exam. Impression/plan: umbilical hernia; no symptoms of strangulation, no herniation for several months. Would now like to proceed.¿ (B)(6) 2016: ambulance record. Chief complaint: ¿throwing up, shooting pains in hernia.¿ (B)(6) 2016: inpatient hospitalization. (B)(6) 2016: ed. ¿ presented with an umbilical hernia, which was irreducible. This is the second presentation with these symptoms.¿ ¿concern for potentially development of sepsis in the interim with bowel ischemia.¿ (B)(6) 2016: CT abdomen/pelvis. ¿impression: high-grade proximal small bowel obstruction from a ventral abdominal wall incisional hernia. Significant inflammatory changes about the hernia sac is concerning for strangulation. This hernia sac is the lower of the two ventral abdominal wall hernias. No evidence of pneumatosis of pneumoperitoneum.¿ (B)(6) 2016: xr abdomen series. ¿surgical mesh overlying the lower mid abdomen.¿ ¿coils within the right abdomen. Impression: multiple dilated loops of small bowel with air-fluid levels and decompressed large bowel is concerning for small-bowel obstruction.¿ (B)(6) 2016: lysis of adhesions, ventral hernia repair. ¿we started with a midline laparotomy and dissected down to the fascia which was entered without difficulty. There were omental adhesions that were taken down. There were two fascia defects, one containing a piece of colon and the other small bowel. We could see that the small bowel had been incarcerated. There was a ring of demarcation where it had been incarcerated but the bowel was healthy and viable. We did lyse adhesions so that we could fully see the transition point and assure that we had taken care of the problem. We then turned our attention toward the hernias. I cleared the fascia circumferentially and it came together nicely. I elected not to place mesh given the incarceration. We closed it with a running pds suture. I left a drain on top of the fascia to drain the seroma after I had removed the hernia sac. ¿ (B)(6) 2016: discharge summary. ¿on postoperative day 2, was deemed appropriate for discharge to home.¿ (B)(6) 2017: ¿he felt hernia returned immediately after surgery (one month). No pain and will always reduce. More on left side of incision compared to right. Abdomen: significant umbilical hernia (5 x 10 cm) evident when moves from lying to sitting. No pain, reduces without issue. Impression/plan: umbilical hernia.¿ ¿has continued hernia, but large area that is less likely to lead to strangulation.¿ (B)(6) 2017: ¿recurrent bulge in abdominal wall since (B)(6) 2016.¿ ¿abdomen: 5 x 5 cm ventral hernia to left of midline; soft, partially reducible. Impression/plan: has elected to proceed with surgery. Large fascial defect palpated in epigastric area left lateral to old scar, defect 5 x 7 cm. May have another hernia at superior end of old scar. CT scan necessary to evaluate anatomy of hernia and rule out multiple ventral hernias.¿ (B)(6) 2017: ¿abdomen: approximately 7 cm ventral hernia, no tenderness and reducible. Impression/plan: ventral hernia status post repair now with recurrence. No evidence of strangulation on exam.¿ (B)(6) 2017: CT abdomen/pelvis. ¿findings: hernia mesh repair again seen directly inferior to this site. Impression: two wide neck supraumbilical ventral hernias containing non-obstructed, nonischemic large and small bowel; largely unchanged from previous.¿ (B)(6) 2017: ¿recommend open repair with posterior component separation and mesh. He understood increased risk of bowel injury due to multiple prior laparotomy and hernia repair with mesh.¿ revision preoperative complaints: (B)(6) 2017: ¿abdomen: reducible ventral hernias. To operating room today for component separation.¿ revision procedure: lysis of adhesions, taking 45 minutes. Retrorectus component separation. Open ventral hernia repair with component separation and a 10 cm x 18 cm proceed surgical mesh. [Implant: proceed surgical mesh]. Revision date: (B)(6) 2017 [hospitalization (B)(6) 2017] findings: ¿large supraumbilical midline ventral hernia with a fascia defect of 5 cm wide x 8 cm long. A thick scar band separated the hernia into 2 hernias with separate hernia sac. Transverse colon and small bowel herniated into the superior hernia, multiple loops of small insides the inferior hernia. The superior edge of the old mesh was 3 cm inferior to the lower hernia fascial defect.¿ procedure: ¿a midline elliptical vertical skin incision in the epigastric area was made with scalpel. The cutaneous scar tissue, 1.5 cm maximally wide, was excised. The underlying scar tissue was incised using bovie and the peritoneal cavity was entered. Some filmy adhesions in the lower hernia sac were taken down. Some dense adhesions in the superior hernia sac with omentum were divided and the hernia was completely reduced. The 1-cm wide transverse scar band between the two hernias was excised. At this point, the 2 hernias combined to one. Extensive adhesions at the hernia fascial defect edges with omentum and loops of bowels were meticulously taken down with blunt and bovie dissection. Dissections were proceeded in all directions to take down all the adhesions to >10 cm laterally from the fascial defect edge. Following that, the superior and inferior hernia sacs were divided from the subcutaneous tissues using blunt and bovie dissection and excise intact respectively. At this point, the edges of the fascial defect were freed and the defect measured 5 cm wide x 8 cm long. A retrorectus approach to component separation for closure of this defect was deemed necessary . The anterior rectus sheath was separated bilaterally from the overlying subcutaneous tissue and dissected to the its [sic] lateral border. At this point, the fascia was incised at its medial margin of the rectus muscles. The posterior rectus sheath was separated with blunt and bovie dissection from medial border of the rectus muscle to the lateral border. This procedure was performed on both the right and left rectus muscles. The posterior sheath was dissected towards the midline to 5 cm superior to the upper corner of the defect. The inferior corner of the fascial defect was formed by the old mesh underneath the rectus sheath. The posterior sheath was divided at this level and extended to the preperitoneal space between the peritoneum and the old mesh to a depth of 5 cm. Hemostasis was achieved using bovie. The posterior rectus sheath was then closed without tension using a running #1 pds with interrupted reinforcement with #1 prolene. An inter-lay mesh was then brought onto the field, namely proceed surgical mesh, and it was appropriately trimmed to 10 cm x 18 cm, and laid onto the posterior fascia as well as on the lower 1/5 parietal peritoneum. The mesh was posterior to the rectus muscles and the old mesh in the lower portion. Its edge was sutured with 8 simple stitch of #0 prolene to the underlying rectus fascia. Care was obtained to these [sic] stitch superficially, and not to involved [sic] any of the underlying bowel. Attention was then turned to closure of the anterior fascia, which was closed with a running #1 looped pds with interrupted reinforcement using #1 prolene. The subcutaneous tissue was then irrigated with warm normal saline. Hemostasis was obtained with bovie cautery. One 19f round jp was placed to the left subcutaneous plane and curved down to the right side and fixed onto the skin using 2-0 nylon respectively. The deep subcutaneous tissue was closed at the midline using interrupted 3-0 vicryl including the midline fascia. The skin was closed using staples.¿ (B)(6) 2017: pathology report. Final diagnosis: ¿a. Soft tissue, superior ventral ¿hernia sac,¿ excision. Hernia sac.¿ gross description: ¿result: part a is received fresh then placed in 10% neutral-buffered formalin and designated as ¿superior hernia sac.¿ the specimen consists of 3 irregular-shaped fragments of red-yellow fatty soft tissue and membranous tissue, aggregating to 17.3 x 8.5 x 2 cm. Sectioning reveals fibro-fatty cut surfaces with no discrete lesions grossly identified.¿ (B)(6) 2017: discharge summary. ¿ambulating, tolerating diet, appropriate for home.¿ (B)(6) 2017: discharge instructions. ¿follow up in two to three weeks. Do not lift more than 10 pounds for four weeks.¿ relevant medical information: (B)(6) 2017: ¿recent ventral hernia repair; here to have staples removed. Abdomen: full abdominal vertical incision, no erythema at site, edges fully closed. Impression/plan: removed all staples, incision is clean.¿ (B)(6) 2017: ¿follow up repair of large epigastric ventral incisional hernia. Doing well, no other concerns. Well-healed scar of repair, no hernia appreciated on cough.¿ (B)(6) 2019: ¿reports abdominal pain near navel, over scar of old ventral hernia repair in 2017 which was complicated by component separation. Pain mild, intermittent, does not radiate, impression/plan: intermittent mild discomfort around prior ventral hernia repair, may indicate new fascial defects causing recurrence of hernia. Exam without palpable hernia.¿ ¿monitor; avoid heavy lifting.¿ (B)(6) 2019: ¿follow up of abdominal pain proximal to the site of previous ventral hernia repair. Reports resolution of that episodic abdominal pain, which was often quite severe, with no reported palpable mass anteriorly. Impression: abdominal pain significantly improved, no associated symptoms. Observe, defer evaluation for repeat hernia repair unless develops recurrent symptoms.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 01477899. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2001: (B)(6), md. Procedure report. Procedure: colonoscopy. Impression: diverticulosis. Internal hemorrhoids. On (B)(6) 2001: (B)(6), md. Procedure report. Esophagogastroduodenoscopy. Impression: small hiatal hernia. On (B)(6) 2001: (B)(6), md. Operative report. Procedure: left hemicolectomy with primary anastomosis. Preoperative diagnosis: gastrointestinal bleed from sigmoid colon. Postoperative diagnosis: diverticular disease with gastrointestinal bleed. On (B)(6) 2001: (B)(6), md. Discharge summary. Medical history significant for alcohol abuse and hypertension. While at work on (B)(6) 2001 attempted to lift a railroad tie and acutely experienced lower abdominal pain and later lightheadedness, palpitations, chest pain, weakness, shortness of breath. Had bowel movement and expelled copious amounts of bright red blood per rectum. Reports similar episode in 1995. Social: six pack of beer a day, one or two pints of liquor a week. Hospital course: uncomplicated sigmoid colectomy. Hypertensive episodes throughout stay. Discharged to follow up in clinic for wound evaluation on (B)(6) 2002. On (B)(6) 2002: (B)(6), md. Office notes. Left hemicolectomy with primary anastomosis on (B)(6) 2001; bleeding diverticular disease at this time, had emergent surgery. Recovered quite well in hospital; since home developed wound infection with three small areas draining. Treated symptomatically with dressings. Now eating well with no diarrhea or abdominal pain. No nausea, vomiting or fever. Has three small incisions about 1 cm in size, the deepest being the inferior portion. Probed; only extended about 1.5 cm on inferior one and other two areas less than 0.5 cm in depth. No other erythema or indurated areas. Otherwise appears in good health with weight 194.3. Continue dressing changes with wet-to-dry dressings on wounds. Return to normal activity; with wound, do not think quite ready to go back to work, maybe in a few weeks. See back in four weeks; hopefully at that time can clear to complete regular activity. On (B)(6) 2002: (B)(6), md. Mr. (B)(6) is a 52-year-old gentleman with a history of colectomy on (B)(6) 2001 secondary to diverticulitis with postoperative course complicated by incisional hernia. Referred to me to be evaluated for incisional hernia repair. History significant for gastroesophageal reflux disease, hypertension, hypercholesterolemia, questionable history of coronary heart disease. Performed complete history and physical today and confirmed approximately 3 x 3 cm incisional hernia near his umbilicus from previous midline incision. Fascial edges of defect easily palpated and appears to be fully reducible hernia. Has a few areas of questionable integrity of lower abdominal incision within areas that has been more painful to palpation near inferior aspect of incision. Denies obstructive symptoms or history of incarceration. Appears to have had a complete medical evaluation prior to referral; think he would be ideal candidate for laparoscopic incisional hernia repair. Laparoscopic approach would afford a less painful and rapid recovery with quicker return to function as well as an opportunity to ¿swiss cheese¿ fascia at the level of previous incisional closure. Area of tenderness along inferior aspect of his incision that could be evaluated more thoroughly laparoscopically to rule out second smaller incisional hernia. Additionally, a posterior approach seems to provide a more durable repair from a basic bio-mechanics perspective. Given increased likelihood of intraabdominal adhesion from diverticulitis and colectomy, this approach may be limited. Explained if visibility or intraabdominal access was limited, we would convert to open procedure. Scheduled for surgery on (B)(6) 2002, discontinue taking aspirin a week prior to surgery. Relevant medical information: on (B)(6) 2002: (B)(6) radiology. (B)(6), md. Radiology ¿ x-ray abdominal series. Impression: dilated colon and small bowel with multiple air-fluid levels, consistent with ileus. Distal obstruction at sigmoid colon and rectum cannot be ruled out. On (B)(6) 2002: (B)(6), md. Discharge summary. Recent hernia repair; discharged home after postoperative ileus, did well for approximately a week when on (B)(6) 2002 had episode of bright red blood per rectum. Noted to have crampy abdominal pain after episode and was relieved not long thereafter. Had been taking aspirin since surgery. Does manual labor, no tobacco, occasional alcohol use. Abdomen: soft, nontender, nondistended, obese, well-healed incisions at laparoscopic hernia repair site as well as previous colectomy scar site. Admitted for possible lower gastrointestinal bleed. Colonoscopy scheduled for on (B)(6) 2002; patient changed his mind, although having completed prep and decided to leave against medical advice. On (B)(6) 2003: (B)(6), md. Mr. (B)(6) was seen back in surgery clinic today. He underwent a sigmoidectomy for diverticular disease and suffered from incisional hernia. Most recently underwent repair of hernia with mesh on (B)(6) 2002. Returns complaining of sharp pain at lateral right aspect of the mesh which has lasted approximately three days. Of note, pain not present today. No nausea or vomiting, tolerating regular diet, normal bowel movements. On exam, points to multiple areas when asked to identify area that is most painful. Does complain of tenderness to deep palpation; however, these areas are inconsistent. The edges of the mesh are palpated and there is no sign of recurrent hernia at the edges of mesh, nor sign of recurrent hernia in the central portion of the mesh where original defect was located. Abdomen soft, nondistended, otherwise nontender. Not sure the exact cause of pain. There is no one area that we can locate that is most painful for him, as this changes throughout the conversation and exam. It is reassuring he is not having nausea, vomiting or trouble with bowel movements. Discussed obtaining CT scan today or waiting one week to do so should pain persist. Patient states this could be related to pulling a muscle from some recent heavy lifting and wished to wait for further testing. Asked him to call office in one week should pain persist. If this remains a problem, will obtain CT scan to evaluate for recurrent hernia or other intra-abdominal processes. He will call should he need to be seen. On (B)(6) 2003: (B)(6), md. Discharge summary. Discharge diagnosis: epistaxis. Hypertension. Medications: aspirin and metoprolol, both of which he is not taking. Blood pressure 195/110. Going to be admitted but left against medical advice from emergency room without notifying anyone. On (B)(6) 2004: (B)(6), md. Procedure report. Preoperative diagnosis: melena. Procedure: esophagogastroduodenoscopy. Impression: esophagitis with esophageal nodule, status post brushing. Duodenitis in first part of duodenum. On (B)(6) 2004: (B)(6), md. Procedure report. Preoperative diagnosis: melena. Procedure: colonoscopy. Impression: severe diverticulosis, no bleeding noted. Anastomosis, status post sigmoidectomy with no evidence of ulceration or active bleeding. On (B)(6) 2004: (B)(6), md. Discharge summary. Discharge diagnosis: bright red blood per rectum, likely from diverticuli. History of alcohol abuse. History of sigmoidectomy complicated by incisional hernia repaired on (B)(6) 2002. Since, has had vague complaints of abdominal pains around site of mesh and in epigastrium. History of gastroesophageal reflux disease and recent diagnosis of diabetes mellitus; trying to control with dietary intervention. Does manual labor for a living, although he has been told not to engage in such activity secondary to his hernia. Continue proton pump inhibitor. See primary care physician in one to two weeks. On (B)(6) 2004: (B)(6), md. Consultation. Recently discharged with episode of bright red blood per rectum; history of sigmoid colectomy for diverticular bleed on (B)(6) 2001 and incisional hernia repaired with dual mesh. Admitted on (B)(6), underwent evaluation including esophagogastroduodenoscopy which showed small amount of esophagitis and colonoscopy showed severed diverticulosis but no bleeding. Given two units of packed red blood cells at that time. Discharged home for approximately thirty-six hours when began having bright red blood per rectum again. Tagged red blood cell scan suggestive of bleed at hepatic flexure. Drinks alcohol ¿on the weekends¿, works in construction. Impression / plan: lower gastrointestinal bleed; new site of bleeding; successfully embolized. Whether we should proceed with resection is an open question. Has a large piece of mesh over incisional hernia; would obviously complicate surgery somewhat but would certainly not be a contraindication. Currently stopped bleeding; inclined to monitor at this time. If has continued bleeding or re-bleeds, would offer subtotal colectomy. On (B)(6) 2004: (B)(6), md. Discharge summary. Persistent bright red blood per rectum. Transfused two units packed red blood cells. Right colic artery embolized and coiled. Did continue to pass dark red stools. Transfused two more units to total of five units and a unit of fresh frozen plasma. Discharged without further complications in stable condition. Avoid non-steroidal anti-inflammatories. On (B)(6) 2004: (B)(6) associates. [Signature illegible]. Office notes. Weight: 212.5 pounds. Pain getting out of bed at incision site. Abdomen: soft, tenderness at incision site; left lower quadrant hernia. Impression/plan: incisional hernia; take tylenol, refer to surgery if worsens. On (B)(6) 2004: (B)(6) associates. [Signature illegible]. Office notes. Diffuse abdominal pain, right lower quadrant tenderness. Impression / plan: abdominal pain secondary to adhesions; follow up with gastrointestinal. On (B)(6) 2004: (B)(6) associates. [Signature illegible]. Office notes. Still having abdominal pain. Worse when exerting, lifting heavy objects; sharp, intermittent, daily. Quit his manual labor job secondary to abdominal pain. Obese. Abdomen: soft, midline hernia, midline tenderness over scar. Refer to surgery for hernia repair. On (B)(6) 2005: (B)(6), md. Office notes. Recent diagnosis of diabetes. Given glucometer last visit and shown how to use it; does not understand, is not using it at all. Cannot read very well. Laid off work in last few weeks; unable to afford medications. Also has ventral hernia, was referred to surgery; could not afford copay so visit rescheduled for on (B)(6) 2005. On (B)(6) 2005: (B)(6) associates. [Signature illegible]. Office notes. To be incarcerated on (B)(6) for about forty days for driving while intoxicated. Abdomen: soft, ventral hernia, left lower quadrant hernia; tender to palpation in epigastrium and lower quadrant from hernia. Beer: two forty¿s a day times ten years. On (B)(6) 2006: (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: chest pain, shortness of breath, pulsatile abdominal mass on exam. Findings: postsurgical changes of umbilical hernia repair with mesh anterior abdominal wall. Mesh approximates the umbilicus; no evidence of recurrent hernia. Impression: bibasilar consolidation, small pleural effusion. On (B)(6) 2006: (B)(6), md. Discharge summary. Admitting diagnosis: left-sided chest pain, shortness of breath. Secondary diagnoses: diabetes, ventral hernia, alcoholic abuse. Presented to emergency room with two to three days of cough, left-sided chest pain, shortness of breath. Initiated on antibiotic for empiric coverage of community-acquired pneumonia. Hospital course complicated by changing mental status, attributed to alcohol withdrawal. Addendum: underlying pulmonary process and chronic obstructive pulmonary disease also treated with tapering dose of steroids. On (B)(6) 2006: (B)(6) system. [Signature illegible]. Emergency department visit. Two days of left upper quadrant abdominal pain; burning with sharp sensation with radiation to left chest and left upper back. Worse with breathing. Abdomen: tender to palpation diffusely but greater at right lower quadrant, hemoccult positive. Negative CT. Follow up primary care physician. On (B)(6) 2006: (B)(6), md. Radiology ¿ CT abdomen / pelvis with contrast. Indication: history of empyema with fever and abdominal pain. Impression: postoperative changes following ventral hernia repair, stable. Diffuse hepatosteatosis. Diverticulosis. On (B)(6) 2007: (B)(6) system. [Signature illegible]. Emergency department visit. Two-week history of intermittent midline burning abdominal pain, starting around umbilicus and radiating to epigastrium. Abdomen: soft, nondistended, diffusely tender to palpation with increased tenderness in suprapubic area and epigastrium. Well-healed midline incisional scar. On (B)(6) 2008: (B)(6) system. Nurse notes. Feeling weak and tired for two weeks, constant pain in right and left lower quadrants; no tenderness with palpation. States recent weight loss. On (B)(6) 2008: (B)(6) system. [Signature illegible]. Emergency department visit. Complains of throat burning to stomach. Repeatedly states ¿something inside of me.¿ pain for three weeks in side, epigastric, right lower quadrant. Weight loss of thirty pounds in a couple months. Alcohol occasionally, negative tobacco. Impression / plan: possible esophagitis, gastroesophageal reflux disease, chronic abdominal pain. Check lab. On (B)(6) 2014: (B)(6) hospital east. Nurse notes. Reports sharp, constant pain to mid-abdomen. Surgery 20 years ago where he got mesh placed to fix a hernia. Has not had issues in 20 years, today having severe pain, nausea and vomiting. On (B)(6) 2014: (B)(6), md. Emergency department visit. Abdominal pain, midline with associated swelling. Not able to eat, every time drinks water he vomits (3 times) and pain is worsened. Normal bowel movement this afternoon, not passed gas since that time. Subjective fever and chills. Abdomen: distended and tympanic. Tender on midline and right upper quadrant, along left lateral chest and back. Impression / plan: abdominal pain, distention, nausea, vomiting. Abdominal x-ray findings concerning from small bowel obstruction. CT abdomen/pelvis pending. Admitted to general surgery for small bowel obstruction. On (B)(6) 2014: (B)(6), md. Radiology ¿ x-ray abdomen series. Indication: abdominal pain and distention. Findings: paucity of distal bowel gas. Dilated loops of small bowel measuring up to 4 cm in diameter with air-fluid levels seen on upright view. Hernia repair coils noted. Impression: concerning for small bowel obstruction. On (B)(6) 2014: (B)(6), md. Radiology ¿ CT abdomen / pelvis with contrast. Indication: abdominal pain. Impression: small bowel obstruction, likely partially related to matting involving ventral hernia mesh; distal transition point not clearly identified. Focal caliber transition of jejunum proximal to bowel abutting the hernia mesh may represent adhesions disease resulting in partial obstruction-potential closed-loop physiology given the proximal and distal caliber changes. Colonic diverticulosis without evidence of diverticulitis. On (B)(6) 2014: (B)(6), md. Consultation. Status post left hemicolectomy in 2001 complicated by ventral hernia requiring open repair with gore-tex dual mesh in 2002; concern for bowel obstruction. Abdomen: soft, distention, mild diffuse tenderness, well-healed laparotomy, no hernias. Admit for attempted conservative management. On (B)(6) 2014: (B)(6), md. Radiology ¿ CT abdomen / pelvis with contrast. Impression: persistent small bowel obstruction, likely result of adhesions at anterior midline hernia mesh. Findings suggest persistent, improving small bowel obstruction. No evidence of bowel compromise. On (B)(6) 2014: (B)(6), md. Discharge summary. A 63-year-old male with remote history of left hemicolectomy for bleeding diverticular disease, subsequent incisional hernia repair with mesh. Presents with abdominal pain, nausea, vomiting. Admitted for serial abdominal exams and bowel rest after CT revealed focal caliber transition of the jejunum proximal to bowel abutting his hernia [mesh]. Nasogastric tube inserted; had return of bowel function and was discontinued. Obstructive symptoms returned with abdominal distention and bilious emesis; agreed to have nasogastric tube reinserted. He became increasing adamant that nasogastric tube be removed; counseled on seriousness of condition. Explained obstruction would not resolve on its own and he needs an operation; refuses medical care despite risk to his health. Left against medical advice. On (B)(6) 2014: (B)(6), md. Office notes. Reports sharp epigastric and mid-abdominal cramping pain on (B)(6) 2014 with associated abdominal distention and nausea. Admitted for small bowel obstruction; he left against medical advice on (B)(6) 2014 after he had bowel movements and improved abdominal pain. However, had to go to (B)(6) on (B)(6) 2014 for an open surgery. Reports he has recovered; denies abdominal pain, able to pass bowel movements and gas. Weight 226 pounds, bmi 29.88. Abdomen: surgical sites well-healed, no erythema or tenderness. Impression / plan: recent small bowel obstruction likely due to adhesions from previous abdominal surgeries. On (B)(6) 2015: (B)(6), md. Office notes. Had open surgery on (B)(6) 2014 for small bowel obstruction. Per patient, has fully recovered. Today reports since last visit on (B)(6) 2014, he has noted ¿a round tissue¿ protruding from umbilicus region, especially during coughing or straining. Able to push tissue back without any difficulty. Has regular bowel movements. Abdomen: soft, nondistended. No tenderness to palpation, no hernia appreciated today. Midline surgical scar well-healed. Impression / plan: wait and watch. Consider surgery referral if causes more trouble. On (B)(6) 2015: (B)(6), md. Office notes. Umbilical hernia secondary to surgical intervention. Reducible, no signs of strangulation. Pain managed by ibuprofen. Although has not noticed hernia in several months, was visible when patient straining while re-positioning on exam table. Reduced on own without pain. Impression / plan: umbilical hernia; 3-4 cm reducible hernia, no symptoms of strangulation. Refer to general surgery. On (B)(6) 2016: (B)(6), md. History and physical. Initial visit for ventral hernia. Symptoms started couple months ago; notices bulge to right of midline when bending over, reaching up and coughing, associated with pain. Usually able to reduce hernia, but there is a gurgling sound when he does. Worried this may be cancer and embarrassed by the noise. Social: drinks four-five beers a week, denies tobacco use. Weight 230 pounds, bmi 30.34. Exam: obese, well-healed thoracoscopy scar. Abdomen: soft, distention, tenderness in periumbilical area and left upper quadrant and guarding. Two ventral hernias, 5 cm x 5 cm (right of midline laparotomy scar) and 6 cm x 4 cm (epigastric), reducible with gurgling. Well-healed laparotomy scar. [Diagram of abdomen depicting hernia sites.] Impression / plan: referred for ventral hernia. Based on history, exam and imaging notable for hernia times two including a bowel-containing hernia, believe elective hernia repair indicated. CT abdomen / pelvis, encouraged weight loss for symptomatic relief and ease of operation. Follow up after CT. Attending note: history of multiple abdominal surgeries including open left colectomy for diverticulotic hemorrhage in 2001, laparoscopic incisional hernia repair with mesh in 2002 and exploratory laparotomy in 2014 for small bowel obstruction. For past six months, noticed bulging mass in epigastric area with embarrassing gurgling sound. Denies nausea, emesis or abdominal pain. Exam confirmed two midline epigastric ventral hernia with a 2 cm fascia separating the two. Given previous multiple abdominal surgeries including ventral hernia repair with mesh, CT abdomen / pelvis necessary to evaluate anatomy of new hernias and their relationship to prior mesh. Will discuss surgical plan based on CT findings. Recommend to lose at least five pounds before operation, tentatively scheduled in a month. On (B)(6) 2016: (B)(6), md. Office notes. Previously, hgba1c 8.0%; had recommended starting glipizide, he did not fill. Weight 231 pounds. Abdomen: approximately 3-4 cm abdominal wall defect, but no evidence of hernia on exam, non-tender. Impression / plan: umbilical hernia; no symptoms of strangulation, no herniation for several months. Had been evaluated by general surgery; initially declined further intervention, would now like to proceed. Needs CT abdomen/pelvis. Follow up general surgery. On (B)(6) 2016: (B)(6). [Signature illegible]. Ambulance record. Chief complaint: throwing up, shooting pains in hernia.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2002, whereby a gore® dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: lysis of adhesions, hernia repair,abdominal distension, pain, small bowel blockage, recurrent hernia, fascial defect. Additional event specific information was not provided.